Event description:
According to the customer, there have been incidents were blood was spilled during purge of air through the vtc filter. The nurses were using gloves during sampling and purge of air, but took the gloves off afterwards. The blood was leaked while the samples were homogenized. In some cases the nurses got blood on their hands, but according to the case the blood spill was very limited.

Manufacturer narrative:
The reference stock of the lot number identified in this case has been tested for leakage, and no leakage was found. To investigate the case, further examples of failing vtcs from the customer have been requested sent back for investigation.